Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and made a hole in the cystic duct. It is unknown how the procedure was completed. No adverse consequences reported to date. It is unknown at this time if the device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: how much blood did the patient loose? None. Did the patient require a transfusion? No reported blood loss, or transfusion required. What was required/done to repair the hole, describe in detail? Other clips were in place and the case was completed with another device with no issue. What was the condition of the patient following surgery "stable, discharged, critical" please explain. No reported delay or further adverse affect to the patient was noted by the surgeon and he has seen the patient on follow up after discharge and they are doing well.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.